Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the burning sensation was unknown. The patient¿s leads migrated down into the pocket after she helped lift her husband. Her leads were replaced and she was receiving effective therapy. The patient was not complaining of the burning sensation.

Event description:
It was reported that the lead components of the patient¿s implantable neurostimulator (ins) had migrated out of the epidural space after the patient had lifted a family member when they were ill. Reported diagnostics and troubleshooting included impedance testing, reprogramming, and x-rays (which verified the lead migration). The patient experienced a burning sensation and a loss of stimulation to their pain areas as a result of the event. A lead revision procedure was to be scheduled. The patient status at the time of the report was noted as ¿alive no injury¿. Follow up information received 9 days later reported that the lead revision procedure was scheduled for (B)(6) 2014. No outcome or further interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_siliconeanchor, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient was receiving effective therapy.